Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited high thresholds for the past eighteen months. A device replacement procedure was performed due to premature battery depletion with the implantable pulse generator (ipg). The physician chose not to replace the rv lead at the time of device replacement due to patient age. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.